Event description:
Customer reported to beckman coulter, inc. (Bec) that the baskets were not moving on the rear belt. Customer reported that there was a leak into the right tray of the coulter lh 750 slidemaker customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) could not find any leak inside the instrument. The fse replaced the rear belt sensor and the sensors wiring. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).